Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a drug eluting stenting treatment procedure where a taxus express2 stent was implanted, thrombosis and myocardial infarction occurred.

Manufacturer narrative:
(B)(4).

Event description:
Same patient as MDR ID #: 2134265-2012-04081. It was further reported that the index procedure was treating a critical 85% stenosed lesion in the right coronary artery (rca), as well as a 50% stenosed distal lesion. A 3.0x24mm taxus drug eluting stent was implanted in the proximal rca and a 3.0x20mm taxus drug eluting stent was implanted in the mid rca. The vessel was post dilated and found to be adequately treated. About 30 minutes post procedure, the patient developed severe chest pain with st elevation. Repeat angiography revealed total thrombotic occlusion of the proximal stent. The lesion was crossed with a wire and balloon angioplasty with a 3.0x18mm and a 3.25x15mm balloon was performed with complete resolution. Patient was started on integrilin. The patient presented in (B)(6) 2009 and underwent a bilateral total knee replacement. Post operation, the patient developed bradycardia with st segment elevation consistent with acute inferior myocardial infarction and then a cardiac arrest. The patient underwent placement of an intraaortic balloon pump and was transferred emergently. Temporary pacing was performed and coronary angiography was begun. Initial angiography revealed total occlusion of the proximal rca at the site of prior stenting. Angioplasty was performed with a 3.0x30mm balloon. Repeat angiography revealed a patent rca. Distal to the lesion was a filling defect consistent with thrombus, therefore aspiration was performed. Repeat angiography revealed a patent rca with good flow. The patient improved in hemodynamics, blood pressure, and rhythm.